Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pancreatic cyst gastric bypass procedure performed on (B)(6) 2021. During the procedure, the stent first flange initially failed to expand. A guidewire was inserted and it was confirmed the tip of the stent was inside the cyst. The stent was then fully deployed; however it was noted under endoscope the stent was fully deployed in the stomach and the distal flange was not expanded. The stent was checked again under endoscope and the stent first flange was fully expanded. The stent was removed using a snare and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event